Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for an abnormal impedance measurement. The patient was seen in the clinic and interrogation with a programmer gave the high impedance (hi) error code and showed the measurement as greater than 400 ohms. Technical services reviewed the available device data and noted no episodes were stored, with good sensing in the programmed vector. Device therapy was available, but could not be guaranteed to be effective. At this time, the device was programmed off and the patient returned the next day for x-rays. The field representative noticed in the x-rays that the device was rotated in the pocket. However, technical services review identified a potential kink in the electrode body. Therefore, the cause of the out-of-range impedance measurements could not be confirmed and further evaluation was necessary. No adverse patient effects were reported. The device remains implanted but programmed off pending further investigation. The field representative reported that an invasive intervention was planned for november 5, 2020. It was later reported that a revision procedure was performed november 19, 2020 where this electrode was explanted and replaced. The device remains implanted and in service with the new electrode. Twiddlers syndrome was determined to be the cause for the high, out-of-range shock impedance measurement and the hi error code observed clinically. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This lead was thoroughly inspected and analyzed. Damage to the lead was noted, including conductor fracture. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation of high out-of-range shock impedances. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for an abnormal impedance measurement. The patient was seen in the clinic and interrogation with a programmer gave the high impedance (hi) error code and showed the measurement as greater than 400 ohms. Technical services reviewed the available device data and noted no episodes were stored, with good sensing in the programmed vector. Device therapy was available, but could not be guaranteed to be effective. At this time, the device was programmed off and the patient returned the next day for x-rays. The field representative noticed in the x-rays that the device was rotated in the pocket. However, technical services review identified a potential kink in the electrode body. Therefore, the cause of the out-of-range impedance measurements could not be confirmed and further evaluation was necessary. No adverse patient effects were reported. The device remains implanted but programmed off pending further investigation. The field representative reported that an invasive intervention was planned for (B)(6) 2020. It was later reported that a revision procedure was performed (B)(6) 2020 where this electrode was explanted and replaced. The device remains implanted and in service with the new electrode. Twiddlers syndrome was determined to be the cause for the high, out-of-range shock impedance measurement and the hi error code observed clinically. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for laboratory analysis.